Event description:
The customer was called in regards to an email received from a company representative. The customer reported she was hospitalized due low blood glucose. The customer stated that she changed the set and was able to prime but the insulin pump wouldn't do the fill cannula and return to the rewind sequence. She had to repeat the process four times to be able to complete it. The customer also stated that the incident was due to the sensors reading inaccurately. She has received some lost sensor alerts and had found the sensors to be bent. The customer stopped using the sensor due to reading discrepancies. The customer stated she was disoriented and does not remember much. Her blood glucose 23 mg/dl and her kids called the paramedics. They arrived and gave her glucagon. The customer was then taken to the hospital and her blood glucose was at 153 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.